Manufacturer narrative:
It was reported that the controller had rapid battery switching between the two ports when the batteries were connected. The controller (B)(4) and four (4) batteries (bat219534, bat219572, bat219597 and bat219602) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to the controller during the analysis of the units. Results revealed that the electrical connections between the batteries and the controller were stable. Failure analysis revealed that the controller passed functional testing. Visual inspection under 10x magnification revealed a hairline crack surrounding power port 2. An internal visual inspection did not reveal fluid ingress. The hairline crack is not related to the reported event. Based on an investigation conducted, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed premature power switching events that were due to momentary disconnections involving the battery bat219572. The reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and battery. Manufacturer investigated momentary disconnections between the controller and batteries. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the controller had rapid battery switching between the two ports when the batteries were connected. The controller and four (4) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to the controller during the analysis of the units. Results revealed that the electrical connections between the batteries and the controller were stable. Log file analysis revealed that the controller contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed premature power switching events that were due to momentary disconnections involving the battery (B)(4). The reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and battery. An internal investigation has been opened to evaluate the momentary disconnections between the controller and batteries. Other devices involved in this event: battery / (B)(4). Device evaluated by MFR: yes. Battery / (B)(4). Device evaluated by MFR: yes. Battery / (B)(4). Device evaluated by MFR: yes. Battery / (B)(4). Device evaluated by MFR: yes. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report investigation results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650de / expiration date: 2017-06-30 (B)(4). Return date: 2017-11-13. Device evaluation anticipated, but not yet begun. Mfg date: 2016-06-30 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650de / expiration date: 2017-06-30 (B)(4), return date: 2017-11-13, device evaluation anticipated, but not yet begun, mfg date: 2016-06-30 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650de / expiration date: 2017-06-30 (B)(4), return date: 2017-11-13, device evaluation anticipated, but not yet begun, mfg date: 2016-06-30 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650de / expiration date: 2017-06-30 (B)(4), return date: 2017-11-13, device evaluation anticipated, but not yet begun, mfg date: 2016-06-30 (B)(4).

Event description:
It was reported that the controller had rapid battery switching between the two ports when the batteries were connected. The controller was exchanged and the batteries will be exchanged when the patient comes to the clinic. No patient complications have been reported as a result of this event.